Manufacturer narrative:
Updated: patient identifier, date of birth, describe event or problem, other relevant history. (B)(4).

Event description:
It was further reported that during the implant procedure vascular access was gained via the right common femoral vein. An unspecified wire was placed without difficulty. Contrast was then injected and the inferior vena cava and there was no presence on clots or problems with the inferior vena cava. The guidewire was advanced up until the upper vena cava, using a long guidewire. The tract was sterilely dilated; the dilator and sheath were now in place. The sheath was removed and the greenfield filter was advanced through the sheath into position. It was deployed under fluoroscopic guidance to ensure a proper fit. It was approximately at the level of the l3 vertebral body. It was observed to engage in satisfactory position. All intravascular vices were now withdrawn. The filter position was confirmed after withdrawal of the guidewire that traversed it. Compression was held at the right groin for 5 minutes. The patient was in satisfactory condition throughout and left the operating room in satisfactory condition.

Event description:
It was reported post device implantation the patient expired. In (B)(6) 2004, the patient was diagnosed with deep vein thrombosis and a greenfield vena cava filter was placed within the target lesion located in the right inferior vena cava. In (B)(6) 2013, the patient was working as a long-haul truck driver and traveled to oregon. While at rest the patient suffered a medical emergency. Shortly thereafter the patient was pronounced expired by paramedics who had been called to the scene. An autopsy was performed and immediate cause of death was documented to be "perforation of inferior vena cava by greenfield filter with retroperitoneal hemorrhage.¿

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).